Event description:
The customer reported that the system displayed a fatal error message and would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A system cable and the hand switch were replaced. The system was then found to be operating as intended.